Event description:
Information was reported by the healthcare professional via a company representative regarding an unknown patient receiving an unknown drug (2000 mcg/ml at more than 500 mcg/day) from an implanted pump. The indication for use was unknown. On (B)(6) 2016, it was reported that the patient had been switched from simple continuous to flex dosing, the patient had withdrawal symptoms and went to the hospital. It was noted that the patient has a 2000 mcg concentration and the patient had been given a 17% increase on (B)(6) 2016. The hcp was concerned that when the pump was filled they had been filled with a 500 mcg concentration; the hcp was considering getting the drug analyzed to confirm the concentration in the pump.